Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found two perspectives of the reported device, in the first picture, an insertion device can be seen being held on its box (where the product information can be seen), bio debris can be appreciated on the handle and the shaft, the sutures are seen on the proximal end of the handle. In a second image, the insertion device can be seen being held, the picture is zoomed in on the tip of the device, the anchor can be seen inside the shaft, bio debris can be appreciated on the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) incorrect bone hole preparation. (2) improper depth insertion. Or (3) bone hole not clear of material. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported during a left shoulder soft tissue repair, the surgeon used 1.8mm q-fix mini. After prepping bone with 1.8mm qfix mini drill and sleeve, the implant was insert into the sleeve after being cleared of all debris . The implant handle was turned clockwise to a hard stop, unfortunately the implanted failed to deploy. The procedure was resumed, without any delay, using a similar s+n back-up product on an additional bone hole ,a void was left in patient. No further complications were reported.